Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found resistance when the swg inserted into ars during use on the patient, making operation difficult. It required the use of two guidewires to complete catheterization for a single patient." There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00962.

Event description:
It was reported that "the doctor found resistance when the swg inserted into ars during use on the patient, making operation difficult. It required the use of two guidewires to complete catheterization for a single patient." There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00939 and 3006425876-2025-00962.

Manufacturer narrative:
(B)(4) the customer provided one image and one video for analysis. The complaint of guidewire and ars resistance was confirmed by the media , which shows the user struggling to pass the guidewire through the ars. The customer also returned one guidewire, arrow advancer, and arrow raulerson syringe (ars) for analysis. Signs of use were observed on and within the returned components. Visual inspection revealed the guidewire had one kink towards the distal end, and a continuous bend throughout. Microscopic analysis confirmed the damage and revealed that both welds were spherical and full. The distal j-bend was slightly misshapen. Visual inspection of the ars revealed no obvious defects or anomalies. The kink on the guidewire measured 584mm from the proximal end. The guidewire total length measured 602mm, which is within the specification limits of 596mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. Functional inspection of the guidewire was performed per the product instructions for use (IFU), which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was inserted through the returned ars and lab inventory 18-ga introducer needle and advanced. Resistance was encountered at the location of the kink. The undamaged portion passed with little to no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual inspection revealed one kink towards the distal end of the guidewire. Despite this, the guidewire and ars met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.